Event description:
It was reported that the device gave 30 compressions and stopped, customer reverted to manual CPR. Later, the device was tested with a new battery (manufactured in 2012), device gave 5 compressions, stopped and displayed user advisory 17. Customer tried another battery (manufactured in 2012), device gave 5 compressions, stopped and displayed user advisory 45. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report. However, the device is still under investigation. A supplemental report will be submitted when the investigation is completed. No adverse event reported.